Event description:
Urolift misfired twice. Sutures embedded, one fairly short and one exiting through the mid gland on the left and extending into the bladder. A regular cystoscope was used to try and cauterize was unsuccessful. Laser scope sever the sutures and the suture was removed from the bladder.